Event description:
Dvt and pulmonary embolism. The line was placed at the facility in the radiology dept. There was a deep vein thrombosis and pulmonary embolism and death did occur.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.